Event description:
It was reported that the patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report: 3006705815-2020-31845. It was reported that the patient's scs lead wires were cut during a spine surgery related to pain symptoms. Following the surgery, the patient's pain pattern had returned to the original state and surgical intervention to implant new leads is now anticipated.